Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending artery. The physician successfully deployed and post dilated a 3.0x20mm liberté stent in the lesion. Then the physician attempted to access a side branch with a non-bsc guidewire and the guidewire got stuck in the implanted liberté stent causing it to become deformed. The artery was occluded so the physician implanted a 3.x38mm non-bsc stent crushing the liberté stent against the vessel wall. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).